Event description:
Pt received her first treatment in approx 7/96 (exact date refused) to rhytids above the upper lip and the left cheek. On approx 10/24/96, the pt developed hypopigmented areas on her body (locations not recalled) and swelling of the entire upper lip which the physician described as being "five times the norma size." The physician believed the swelling was related to the collagen treatment but was not sure if it was related to the injection procedure or to a hypersensitivity. The physician diagnosed the hypopigmented areas as vitiligo and believed that the vitiligo was related to the collagen treatment. Intramuscular kenalog was prescribed.